Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Caller reported an incident of hypoglycemia requiring treatment by layperson at a time when the aviva meter was unavailable for use due to error within specifications. Caller was able to provide the customer with candy bar and serveral glasses of juice. Customer started feeling better. A request was made for the return of the system and a replacement was sent.